Manufacturer narrative:
The explanted and returned due to the patient having pains and discomfort with the device. The device was returned at the end of life (eol) level and could not be interrogated. Session records were analyzed and no anomaly was noted. The session record noted the device battery had reached elective replacement (eri) level due to normal usage. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported the patient was feeling sharp pains and significant discomfort. The device was explanted. There were no adverse health consequences to the patient.